Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. This event took place approximately in (B)(6) 2015.

Event description:
It was reported that while using a cleo infusion system, the patient experienced diabetic ketoacidosis (dka) and was hospitalized. The patient stated that he applied the infusion set in the same location as was previously/recently used as an infusion site so the infusion set did not infuse properly. The patient stated that he attributed "the fact that he did not allow this area of the body to heal properly to being the cause of the high blood glucose levels that led to the hospitalization." The new infusion set had been in use for approximately 24 hours when the patient experienced blood glucose levels over 400 mg/dl. The patient attempted to resolve the high blood glucose levels by delivering an insulin bolus via the pump. The patient was hospitalized approximately (B)(6) 2015 due to the dka, and was treated with an intravenous drip of insulin which resolved the issue. The patient was released from the hospital the following day. No further adverse health outcomes were reported.

Manufacturer narrative:
Catalog number is unknown.